Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented remotely via merlin.net. It was noted that the patient's pacemaker exhibited an inappropriate automatic mode switch (ams) episode. It was discovered that an over-sensed noise signal on the atrial channel was caused by electromagnetic interference (emi). No interventions were performed. The patient was asymptomatic and will continue to be monitored.